Event description:
It was reported that during the implant procedure, the lead impedance was high. The lead was then repositioned, and the impedance decreased, but the lead was subsequently unable to capture. The lead was repositioned again and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.